Event description:
It was reported that the head of the drill bit is not sharp enough. There was no adverse consequence to the pt.

Manufacturer narrative:
Historical data analysis determined that the drill bit teeth were under memometal spec. The drill bit has been used several times and is probably smooth due to many uses. The root cause is likely normal drill bit wear due to several uses. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.